Event description:
A customer optained biased tsh qc results on the vitros eci system pt results were reported. Biased results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.